Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level over 500 mg/dl. Customer stated that she bolused repeatedly, but her blood glucose level did not come down until she treated with manual injection. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.